Event description:
Pumping hoyer lift with pt, after taking a shower. When trying to release the hoyer lift to lower the pt in chair, the release knob broke off and pt was hanging in mid-air. Lift was rolled to the bed in the next room, unattached the chains and pt was slid into the bed.